Manufacturer narrative:
No smooth breakage; melted; breakage due to thermal influences. Misuse. Tip cavi 3. Passive part broken at approx. 26 mm point, active part measuring approx. 25,59 mm.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a customer reported that an eddy irrigation tip broke during treatment. The outcome of the event is unknown as of this MDR evaluation.